Event description:
During a transfemoral tavr procedure, loss of pacing capture during valve deployment caused the 29mm sapien xt valve to end in a too aortic position [95:5] with increasing paravalvular leak. A second valve was implanted. Pre-deployment, the valve position was confirmed 60:40 [aortic/ventricular]. Rapid ventricular pacing was initiated, and the valve was deployed at first using slow inflation. As the valve deployed, the delivery system moved aortic and the surgeon attempted to push in the ventricular direction. The secondary operator inflated full volume and the valve moved aortic. Review of the EKG during pacing identified a pv. The valve ended 95:5 [aortic/ventricular]. Due to the size of the stj, the valve remained in a stable condition. The left and right coronary ostia were preserved, and trace pvl was noted on tee. Root angiography showed mild aortic regurgitation. After much deliberation, and evaluation of both tee and angiography, the pvl was noted to have increased from trace to mild/moderate, and it was felt that a second valve was needed in a slightly ventricular position to correct the pvl. The patient remained hemodynamically stable. The nf+ delivery system was removed. The pacemaker was repositioned and rechecked. A second 29 mm sapien xt valve and nf+ delivery system was positioned 70:30 within the first valve. Rapid ventricular pacing was initiated with 1:1 capture, and the valve was deployed using slow, steady inflation. During deployment, the valve began to move aortic, but fine adjustments by the primary operator were made, and the valve landed 80:20 within the first valve. Tee revealed trace pvl. A decision was made by the surgical team to not post dilate the valve due to the patient¿s advanced age, several rapid pacing runs and multiple comorbidities. The delivery system and esheath were removed. The patient was extubated in the room and transferred to the cvicu in stable condition. The malposition for the first valve was attributed to a pvc during rapid ventricular pacing, too fast initial inflation, and possible built up tension in delivery system due to moderately tortuous vessels. The secondary operator was reminded to use a slow, steady inflation to avoid aortic movement of the valve.

Manufacturer narrative:
Unique device identifier: (B)(4). Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, procedural factors [loss of pacing capture during valve deployment, a very fast first inflation of the valve, and possibly stored tension in the delivery system] contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.